Manufacturer narrative:
The investigation was completed on 22-jul-2024. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto® 3 system. They were pacing with the coronary sinus (cs) but then it changed to pacing from the ablation catheter on its own. The issue was investigated by the system manufacturer. It was found that there was no pacing from the ablation catheter, but just the stimulation routing icon was displayed on the catheter visualization. The real pacing signals were seen as expected on cs 1-2 channel only. The signals map 1-2 on the ablation catheter channel did not represent the reported unwanted pacing, but just interference signals. It happened when the cs catheter was close to the ablation catheter. It was also reported that error 202: "temperature distribution display is disabled" was displayed on the carto 3 system, and that the temperature map went grey and fuzzy. The issue was not duplicated after disconnection of the ablation cable from the tx eco cable and rebooting the ngen system. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the carto 3 system #3036658, and no internal actions related to the reported complaint condition were identified. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: cause not established (d15) / component code: part/component/sub-assembly term not applicable (g07001) were selected as related to the customer¿s reported ¿temperature map going grey and fuzzy¿ and the ¿unknown errors displayed" issues. Investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14)/ component code: part/component/sub-assembly term not applicable (g07001) were selected as related to the customer¿s reported ¿unwanted pacing¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto® 3 system and an unwanted pacing issue occurred. They were pacing with the coronary sinus (cs) but then it changed to pacing from the ablation catheter on its own. The temperature map on the carto® 3 system went grey and fuzzy. The unknown errors were displayed on the carto® 3 system. They replaced the catheter cable without resolution. They disconnected the ablation cable from the tx eco cable, shut down the ngen system, and rebooted the ngen system. The caller stated that the issue was resolved. The ngen generator was used for ablation. The procedure continued without further issues. No patient consequence reported. Additional information was received. It was stated that no servicing needed for carto® 3 system. The pacing leads were connected to the direct stimulator. The bloom pacing stimulator was being used. Confirmed that there was unwanted pacing being delivered. The temperature map going grey and fuzzy issue and the unknown errors displayed were assessed as non MDR reportable issues. The most likely consequence was an intraprocedural delay. The unwanted pacing issue was assessed as MDR reportable.